Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as chest pain and dizziness and treated with manual injection. Customer's blood glucose value was 800 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on february 05, 2017 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer did want to check settings. The insulin pump passed the high pressure test. Customer was advised to contact healthcare professional regarding unexplained high blood glucose. Customer reported of being under stress after surgery which occurred on (B)(6) 2017. Customer also reported of receiving three no delivery alarms. Infusion sets and reservoirs would be replaced. The product was not returned for analysis.